Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a concerto could not be detached. The physician attempted to detach the coil many times. The physician tried with a second instant detacher one time. There was no issue with the instant detacher. The devices were prepared as indicated in the instructions for use (IFU). Patient blood flow was normal and vessel tortuosity was moderate. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues prior to the coil non-detachment, and no damage to the pushwire was observed.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the concerto coil was returned for analysis within a shipping box, within a plastic bio-pouch, within an opened concerto outer carton (b112765), and within an opened concerto inner pouch (b112765). ¿ visual inspection/damage location details: the concerto pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. No bend or kinks were found with the concerto pusher. The implant coil was found still attached to the pusher within the introducer sheath. The concerto coil was pushed out from within the introducer sheath for further evaluation. The release wire coin was found against the lumen stop and the shield coil was found intact. The implant coil was found in good condition. ¿ testing/analysis: an attempt was made to detach the concerto implant coil using both an in-house instant detacher and using the manual method (via hbi); however, the release wire coin could not pull back from the lumen stop to detach the implant coil. The pusher shrink tubing was removed at the lumen stop and dried residue was noted on the release wire and coin at the lumen stop. The concerto coil was placed into a sonic cleaner to remove the dried residue. Upon removal from the sonic cleaner the implant coil was found detached from the pusher. The pusher lumen stop was examined and was found in good condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed. In this event, it is likely the residue found on the release wire coin at the lumen stop prevented the detachment of the implant coil during use. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.